Event description:
It was reported that the doctor thought the hip was infected. Doctor washed out the hip and put in a new cup liner and head.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 06-2800, lot # 32776001, description: c-taper cocr lfit head 28mm/0. Cat # 2051-2062, lot # 31876101, description: secur-fit ha psl cup/cluster shell 62mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report.